Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post leadless implantable pulse generator (ipg) implant the patient experienced a pericardial effusion, a pericardiocentesis was performed and fluid was drained from the pericardial space. The patient was moved to cardiac intensive care unit (ICU) and later developed pleural effusion and pneumonia. The patient past away five days post implant.